Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two epicardial right ventricular (rv) leads exhibited high thresholds. Both leads were capped and replaced with a single pacing rv lead. No patient complications have been reported as a result of this event.